Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent dexcom g6 continuous glucose monitor pairing failure with the ilet, with the ilet displaying ¿searching for transmitter¿ for several hours despite restart, bluetooth toggle, and re-entry of the pairing code and transmitter number; the user planned to contact the cgm manufacturer for further assistance or replacement. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, including device restart and verification of sensor and transmitter identifiers. Investigation of this case revealed ongoing communication failure between the ilet and the dexcom g6 transmitter consistent with a cgm pairing/connection issue, without evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the ilet and related to cgm transmitter connectivity.